Event description:
It was reported that during a lumboaortic scraping surgical procedure, the black plastic part on the grip of the maryland bipolar forceps instrument broke. Broken pieces fell inside of the pt and were retrieved. The instrument was removed, and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube. Both the proximal clevis and main tube were missing pieces. Per the case notes, the broken instrument components were successfully retrieved from the pt.